Event description:
A us distributor contacted zoll to report that the patient developed a ripped skin irritation under the lifevest. Patient described the area as ripped skin. There was no alleged device malfunction contributing to the irritation. There was no alleged device malfunction contributing to the irritation. There were no allegations of any bleeding, oozing or weeping wounds. It's unclear if the home nurse who spoke with support services, applied any creams or ointments to the skin irritation, reporting out of abundance of caution. Follow up indicated that the skin irritation improved.